Event description:
It was reported that a lead safety switch (lss) was triggered due to high out of range for this right atrial (ra) lead while investigating why the pacemaker's longevity increased. It was also reported that this lead had undersensed the patient's underlying atrial fibrillation (af) due to device programming. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.